Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. Concomitant products: guide wire: balance. Inflation: 20/30 indeflator. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Additionally, it should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, IFU states: flush the trek rx or mini trek rx coronary dilatation catheter and the slide the protective sheath off the balloon. The investigation was unable to determine a conclusive cause for the reported inflation/deflation issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery. An unspecified balance guide wire was advanced through the distal lad. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was unpackaged without difficulty but lumen was not flushed prior to removing the protective balloon sheath. The bdc was then advanced without difficulty to the mid lad lesion. During two inflation attempts, the trek rx was pressurized with a 20/30 indeflator inflation device to an unknown pressure, but no contrast was visualized in the balloon (inflation failure). During the 3rd inflation attempt to about 7 atmospheres, contrast was visualized filling the balloon. An attempt was then made to deflate the balloon, but it was unable to be deflated at all, despite two attempts, and resulted in removal difficulty due to resistance against the vessel and guiding catheter. Thus, the trek rx bdc, with inflated balloon, was pulled back (by the hub) through the guiding catheter with force applied. Upon removal, it was noted that a part of the trek rx device was missing (detached). The guiding catheter was removed from the anatomy and flushed with saline; a torn piece of trek rx balloon was flushed from the guiding catheter. Per the physician, it was confirmed that there were no parts of the trek rx bdc left in the patient. The patient remained hemodynamically stable with no adverse patient sequelae resulting from the torn balloon piece. Using the same indeflator, an unspecified semi-compliant balloon was used to complete pre-dilatation, followed by deployment of an unspecified drug-eluting stent.